Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set foreign matter was discovered on the adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about foreign matter found on the adapter (the component to connect to holder). Recently, bd's product defects have been occurring frequently and the customer is becoming distrustful. The customer is asking about whether all products are inspected properly.

Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set foreign matter was discovered on the adapter. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about foreign matter found on the adapter (the component to connect to holder). Recently, bd's product defects have been occurring frequently and the customer is becoming distrustful. The customer is asking about whether all products are inspected properly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/8/2021. H.6. Investigation: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to the raw material component of the female luer, and occurred during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. During the review of this lot it was noted that a quality notification has been initiated for the component of the female luer for the defect of foreign matter. There were no other related quality issues during manufacturing of the product.